Event description:
It was reported that a powered wheelchair accelerated unintentionally and the user ran into a cement barrier and injured his left arm and shoulder. The extent of the user's injury is unknown. A couple of weeks after the incident, the user could not lift his arm and went to the hospital to get a cortisone injection. Should additional relevant information become available, a supplemental report will be submitted.